Event description:
This xi instrument fenestrated bipolar forcep was tagged and sent to me with a black cable noted to have a slight defect. It is unsure if this occurred during a case or during the cleaning process in central processing. Three-tenths (3/10) lives remain on the instrument on its last documented use. Case was performed (B)(6) 2022. I will return to intuitive for request for reimbursement on the remaining 3 lives. FDA safety report ID # (B)(4).